Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the right ventricular (rv) lead. Programming changes were to be performed at some stage. The patient was stable throughout.